Manufacturer narrative:
On 7/27/2016; tandem technical support followed up with the customer, however, no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm and unable to clear the alarm. The customer's blood glucose (bg) level was 500 mg/dl and the customer administered a shot to address bg level. No further information was provided